Event description:
It was reported that the patient underwent an explant procedure wherein the ipg was explanted due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure wherein the ipg was explanted due to an unknown reason. Additional information was received that the patients ipg was replaced.